Event description:
The user programmed from the guardrails drug library ¿ midazolam drip, low concentration. The infusion began with a starting primary volume infused of 5.147 mg. The rate was 1.67 and volume to be infused (vtbi) was 20. At [time redacted], the user powered off the channel. The final recorded primary volume infused was 6.923 mg. However, user reported that the bag ran dry. That was a total volume infused of 1.776 mg according to the pump data logs. This is consistent with the programmed rate and time elapsed. Biomed also conducted physical testing and rate checks, all were within range and passed inspection.